Event description:
It was reported that the charge time was above expected values. The battery voltage was at rrt 2.62 volts, but the rrt (recommended replacement time) flag was not triggered. Previous experience on this device includes lia (lead integrity alert) software was downloaded. Oversensing and noise was observed. It was also noted that the patient received an inappropriate shock. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
It was reported that the charge time was above expected values. The battery voltage was at rrt 2.62 volts, but the rrt (recommended replacement time) flag was not triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.